Manufacturer narrative:
Findings: unit passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case and cracked display window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer also reports a no delivery alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.